Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the upward/downward angulation control knob couldn't be locked securely, a worn lock engagement lever, the charged coupled device unit cable is the limited length needed for repair, the number of missing elements exceeded the standard value due to a damaged ultrasonic cable, a scratched distal end, a chipped adhesive on the bending section cover, and a buckled connecting tube and universal cord. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the gastrointestinal videoscope to olympus with no information. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a clogged balloon channel and foreign material that couldn't be removed even if reprocessed correctly due to the gap on the insertion section or the buckled nozzle channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. However, the cause of the reported event is likely due to buckling of each cannel or nozzle, and gap at insertion part or tube. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) sections which state: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures in addition, as result of confirming contents of the instruction manual about handling of the actual device, there were following descriptions. They may prevent from the phenomenon. [Warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.